Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a roux-en-y the device was difficult to load and the needle fell out of the jaws after a couple of passes through the patient¿s tissue. The needle was retrieved and there was no harm to the patient. A different device was used to finish the procedure. The nursed scratched her leg while handling the malfunctioned product. The jaws of the device scratched her leg, not drawing blood, after it was used in the patient. All hospital protocols were followed for the nurse. The nurse involved is fine and there are no additional injuries or health concerns.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one endo stitch device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. A needle was received. The visual inspection of the endo stitch device noted no witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle, indicating proper alignment of the jaws when toggling the needle. No plastic shearing of the toggle switch was noted. The visual inspection of the needle noted witness marks in the loading slots. A pmv needle was loaded onto the endo stitch device. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. The file was concluded to be could not be reliably determined. Should new information become available, the file will be re-opened and reassessed at that time.